Manufacturer narrative:
Additional information was requested to the sales representative and the complaint rv lead model/serial was unknown. If further information is ever provided, a supplemental report will be issued.

Event description:
It was reported that an unspecified right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture. No additional adverse patient effects were reported.